Manufacturer narrative:
Document review: gmk primary uc fixed tibial insert size 1 - 12 mm: ref. 02.07.0112fuc / lot 110869 ((B)(4) devices produced and (B)(4) already sold without any other similar issue reported). All parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. From the data collected and the info received, there are no evidence that the event is device related, but is likely due to a wrong size implanted during the primary surgery.

Event description:
(B)(4).